Event description:
It was reported that an asymptomatic patient presented for right atrial lead replacement. The lead exhibited low impedance and intermittent noise on electrogram. A fluoroscopy did not explain insulation degradation. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure and went home the following day.

Manufacturer narrative:
A partial lead with the connector pin measuring 5.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.